Event description:
Pt was injected with radiesse on (B)(6) 2013. At that time, the chin, cheeks, oc's and nlfs were injected. The injections were without incident and the pt did not call or return to the office post injection. Pt has been injected with radiesse on four separate occasions. Three weeks post injection (reported by the pt to be (B)(6)), the pt began experience a lesion lateral to the left oc area. She began self treating with bacitracin. The lesion progressed to become excoriated, swollen and painful with clear to yellowish drainage. On (B)(6), the pt sought treatment from her dermatologist. She did not inform the dermatologist that she had radiesse injections on (B)(6) 2013. The dermatologist treated with keflex x's 10 days and the pt states she saw improvement. On (B)(6), she returned to the dermatologist with skin breakdown with the same presentation in the post auricular region. The dermatologist prescribed hydrocortisone acetate 2.5% w/pramoxine hcl 1%. The pt also states she was using prescription voltaren anti-inflammatory gel on the skin lesions, but it is unclear whether this was a prescription she had on hand.